Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic left heart catheterization procedure. Reportedly, after successful deployment, the footplate lever would not go down. The device was manipulated to remove; however, the guide broke. Surgery was performed to remove the detached piece. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The foot retraction issue could not be tested due to the condition of the returned device. The guide separation was confirmed. Entrapment of the device cannot be replicated in a testing environment as it is based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.